Event description:
Health professional reported after an injection of juvederm ultra plus xc in the lips, the patient presented with edema. The patient also developed a "fluid filled lesion on the mucosa of the lip" that was surgically excised "to prevent it from getting worse." The lesion was sent to pathology for diagnostic histology (the results of the histology has not been received by allergan at this time). The physician stated it was not like a granuloma, but more like lymphedema with a "big blister." The physician noted that the patient has had "many" juvederm injections in the past seven years, but this was the first time the patient has had a problem. Further information has been requested from the physician, but has not been received at this time. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4).